Event description:
It was reported that the patient experienced inadequate pain relief and a ¿catheter issue¿ occurred. Volume discrepancies were also reported, the exact volumes were unknown and it was noted the health care provider (hcp) had indicated excessive drug had been found with refill. As a result, a dye study was done. During the dye study, aspiration of the catheter was difficult, resistance then resolved after the hcp injected contrast. No abnormal findings were noted by an x-ray and the catheter aspirated easily after the dye was injected. The hcp felt the catheter was patent after the dye study. The patient¿s status at the time of the report was listen was ¿alive ¿ no injury¿. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# unknown, product type: catheter. (B)(4).